Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the 3d mode was disabled. The site was unable to use the system. Reloading the software resolved the issue. There was no delay and no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1 h3, h6) the system was serviced in the field. In summary, the software was reloaded and the issue was unable to be replicated. The system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed. The results concluded there was insufficient information provided to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.